Event description:
It is reported that, the zimmer air dermatome ii handpiece was skipping. No additional clinical information was received prior to this report. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.